Manufacturer narrative:
(B)(4).

Event description:
A sentrant introducer sheath was inserted as an accessory device for an endovascular treatment of a proximal type I endoleak with valiant stent graft. It was reported that during the index procedure, the sentrant sheath could not be advanced into the patient¿s artery because the tip of the sheath has a proximate ridge. The physician tried to advance the sheath and it stopped immediately at the transition from the dilator to the sheath. The physician then pulled the sheath back to see what the problem was and noticed the proximate ridge. The physician decided to use another manufacturer¿s sheath and successfully completed the case. The physician stated the event was related to the device. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information received reported that there was a small posterior plaque in the access vessels but nothing concerning. The device was returned for evaluation. The event was confirmed; a proximal ridge was observed at the transition of the dilator and the sheath. The root cause of the damaged tip could not be conclusively determined.